Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he received an infusion set blocked alarm and hyperglycemia within 3 hours of insertion. In troubleshooting blockage was found at the site. High blood glucose level was displayed high and treated by correction bolus via pump. Infusion set was placed in the abdomen. No further information was available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.